Event description:
It was reported that bag access device came apart. The following information was provided by the initial reporter: we seem to be having a noticeable number of problems with the below product, wherein they are breaking/separating at the join between the 2 plastics. My concern is that this may affect the sterility of our product. I will order some more in the meantime, but stipulate they will have to be a different lot number.

Manufacturer narrative:
H.6. Investigation: a 2300e sample was not available for investigation of this feedback, however the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with it appearing that the smartsite components had separated from the spike component. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 19105756 identified that a similar failure for separation had been identified during production of this lot, as a result the samples were subjected to a 100% leakage testing protocol and an additional sample of products were subjected to tensile testing prior to release. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bag access device came apart. The following information was provided by the initial reporter: we seem to be having a noticeable number of problems with the below product, wherein they are breaking/separating at the join between the 2 plastics. My concern is that this may affect the sterility of our product. I will order some more in the meantime, but stipulate they will have to be a different lot number.